Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). It was suspected that the battery had premature depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #FDA MDR event summary the device was returned and analyzed. Analysis of the device revealed normal battery depletion. We did receive performance data collected from the device and have analyzed the data. The time of recommended replacement time (rrt) in the save to disk was (B)(4) 2012. The device rrt was less than or equal to 2.62 volts. The weekly battery voltage trend data showed a minimum battery of 2.64 to 2.62 volts between (B)(4) 2012. There was a low battery voltage alert on (B)(4) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.